Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of output circuit damage was confirmed in the laboratory. Analysis found two of the hv transistors shorted. The device was tested using the automated test system and met all test specifications. The cause of the output circuit damage is believed to be a damaged lead.

Event description:
It was reported that the device was explanted due to hv circuit damage caused by malfunctioning defib. Lead.